Event description:
Pump sn (B)(6) was returned for routine preventive maintenance. During standard performance testing, the device failed the 30 psi occlusion test, alarming at 39.050 psi, which exceeds the acceptance range of 22¿38 psi. To correct the failure, the 30 psi calibration value was adjusted from 217 to 269. Following calibration, the device met applicable performance specifications. The failure was identified during preventive maintenance testing only. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The 30 psi occlusion failure identified during preventive maintenance testing is being evaluated under CAPA-15, ¿occlusion sensor pm complaint trends.¿ the issue was corrected by recalibration of the 30 psi value from 217 to 269, after which the device met applicable performance specifications. Refer to (B)(4).

Manufacturer narrative:
This MDR serves as a correction. The pump was returned for evaluation related to an occlusion failure. During testing, the pump¿s free-flow clamp was found not to be clamping properly. However, the pump did not exhibit free flow.